Manufacturer narrative:
It was additionally noted that this product would not be returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded high left ventricular (lv) impedances and loss of lv capture. A revision procedure was subsequently performed, during which this device was explanted for normal battery depletion. To date, there have been no reported adverse patient effects related to this clinical observation.